Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a ruptured thoracic aortic ulcer in zone two. Twelve days post implant, the patient presented emergently with tachycardia and was found to have a pulmonary embolism. The patient was placed on coumadin. A CT scan was done showing the valiant looking well conformed to the thoracic aorta, with no endoleaks. It was reported that 20 days post implant, the patient presented to the emergency room with back pain. A CT scan was done and found a retrograde type a dissection. The physician performed a hemi arch to repair the retrograde dissection. The physician stated the stent graft was well opposed to the vessel. The patient is doing well and recovering fine. The patient was on a medication called plaquenil. The drug causes the vessels to be friable. The patient has lupus so the physician believes that was the primary cause for the dissection. It looked like the dissection started at the level of the left carotid. The patient received treatment. No additional clinical sequelae were reported and the patient is fine.